Event description:
It was reported the programmer stylus calibration could not be fixed with service disk or programmer calibration. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus and overlay were not aligning after calibration attempts; overlay found out of electrical specification. Analysis also found there was an intermittent system error; the error disappeared once the mpu (main processor unit)/lem (link electronic module) assembly was reseated. Latch tabs were found broken on power cord bay door and massive corrosion found in the display assembly and main pcb (printed circuit board) compartment. Concomitant medical products: product ID: 229047, analyzer. (B)(4).